Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrx. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter occupation: reporter is a j&j sales representative. Device evaluated by MFR and manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, ria 2 reamer head broke in patient. The head snapped off the ria 2 shaft. The 4 prongs that connect the reamer head into the shaft snapped off and was left in the patient. The im canal of the patient's tibia was very tight. So it was reamed with a 8.5 reamer then attached another 10mm head and continued with no issues. There was no surgical delay. The procedure was completed successfully with no patient consequences or outcomes. The fragments were generated in the event. This complaint involves one (1) device 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).